Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed that the data from the event date had been overwritten due to continues use of the pump. The current black box showed no evidence of a sudden drop in voltage that would indicate over-heating of the pump. The returned battery cap was able to fully tighten to the pump and the pump powered on normally. During investigation, the pump was exercised for 24 hours with no warnings, overheating, or power loss duplicated. The pump electrical current draws were within specification. There was no evidence of moisture or loose components observed inside the pump. No defects or damage were observed to the power circuit. A battery was not returned with the pump. The complaint of a temperature issue was not able to be confirmed or duplicated during investigation. Unrelated to the complaint, investigation revealed battery compartment cracks in thread area and below grip pad. No evidence of moisture contamination was found inside battery compartment. Additionally, the cartridge compartment was found to be damaged along the top of the compartment, however, the cartridge cap was able to be fully secured.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the battery compartment was overheating and was hot to touch. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.